Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to confirm compromised force sensor system alarm and perform displacement test, rewind, basic occlusion test, occlusion test, prime, compromised force sensor system test and excessive no delivery test due to motor error alarms. Pump received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker and stained address, serial number label. The p-cap locks into the reservoir compartment properly noted.

Event description:
Information received by medtronic indicated that the insulin pump had a crack on right top corner above up arrow. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.